Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A pharmacist via health authority reported that abnormal noise and the vitrector did not cut at 7500 rates per minute during vitrectomy surgery. The procedure was completed after replacing it with another kit. There was no patient impact.